Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from an unspecified tubing on the cycler set during drain 2 of pd treatment. The patient did not receive any alarm from the cycler. The leak began during drain 2 of treatment. The source of the leak is the cycler set tubing. There was no fluid leak observed within the cycler. The patient was advised to resetup supplies and notify the peritoneal dialysis registered nurse (pdrn). The patient was asked to retain the product so a sample return could be scheduled during a call back. Multiple requests for additional information were made, however, a response was not received.